Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2022 for unknown reasons. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.